Manufacturer narrative:
Both pieces of the broken plate were returned. A visual examination of the returned broken pieces with the naked eye and under magnification was performed. Other than scratches and discoloration presented on the surface, both broken pieces are in good condition. Examined the broken area of both pieces and it looks like an abrupt oblique bending fracture at the slot (s2). The fractured surfaces show no signs of metal fatigue. All returned screws were functionally checked with the broken plate and they all passed except for one which would not lock into plate threaded holes due to heavily damaged threads near the head. No definitive conclusion can be drawn at this time without further info. Additional mdrs associated with this event: MDR 3025141-2016-00067: screw 1 MDR 3025141-2016-00068: screw 2 MDR 3025141-2016-00069: screw 3 MDR 3025141-2016-00070: screw 4 MDR 3025141-2016-00071: screw 5 MDR 3025141-2016-00072: screw 6 MDR 3025141-2016-00073: screw 7 MDR 3025141-2016-00074: screw 8 MDR 3025141-2016-00075: screw 9 MDR 3025141-2016-00076: screw 10 MDR 3025141-2016-00077: screw 11 MDR 3025141-2016-00078: screw 12 MDR 3025141-2016-00079: screw 13 MDR 3025141-2016-00080: screw 14.

Event description:
An olecranon plate was implanted. Approximately two months post op, the plate broke. The plate and screws were explanted.